Event description:
It was reported that during follow-up, far p-wave oversensing due to dislodgement was observed. Patient was asymptomatic. Programming changes were made to avoid inappropriate therapy. When repositioning was unsuccessful, the lead was capped and replaced. Patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.